Manufacturer narrative:
The o-ring in the impacting ring instrument pinched together and would not release the cup inside the acetabulum. The surgeon had to pull it out completely and put in a new cup using the same impacting ring. This added 15 minutes to the surgery. The implant involved is a versafitcup dm acetabular shell 0 56, ((B)(4), lot 103046). While the instrument associated is an impacting ring 0 56, (B)(4), lot 097379. Document review of the two lots manufactured by medacta was carried out: all the values were found to be in accordance with specifications in force at the time of production and no anomalies were found concerning the quotes relative to the coupling between the implant and the instrument. Nine shells of the lot 103046 (25 pieces produced) were already implanted, all in the USA. No similar events were reported, involving these two lots. The event is thought to be associated to an improper positioning of the impacting ring into the shell.

Event description:
Part failed during surgery. There was no harm for the pt and the surgery was completed successfully.